Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with normal operating currents, passed unexpected error test, self-test, and the displacement test. However, the insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime, and excessive no delivery tests due to prime alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported that insulin was squirting out during a manual prime and the customer received a prime rewind alarm. The customer was instructed to revert to a back-up plan. The customer's blood glucose was not known. Nothing further was reported.